Event description:
It was reported that the ilet had a crack on the device housing near the display and continued to function for most operations, and a replacement device was provided with the original pending return. Symptoms included no reported clinical effects or alarms. Outcomes included no impact to the user¿s health and no medical intervention. Investigation included remote troubleshooting and user education. Investigation of this case revealed damage to the external enclosure consistent with screen or lens cracking, with no functional impairment reported during use. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from handling or impact.